Event description:
It was reported that during intra operation, the attachment had some bearing problem. It was reported that there was no patient or staff impact. Additional information was received stating that loose bearing at tube distal was found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that the customer allegation of bearings failed was confirmed. The likely cause of failure is due to loose bearing at tube distal. It was also noted that the bearing was corroded, could not insert testing burr inside the attachment, vague tube and arrow markings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.